Manufacturer narrative:
The technician replaced the brake rocker arm, pin row, screw and connecting rod to resolve the issue.

Event description:
The account alleged the brakes are not holding. No pt impact.